Event description:
Livanova deutschland received a report that the s5 hlm electronic gas blender showed error 19 during priming. There is no patient involvement.

Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova field service engineer was dispatched to customer facility, tested the device and could not confirm the issue. Visual inspection revealed no abnormalities. Calibration was carried out and confirmed to be within specifications. Technical safety inspection verified that all safety parameters were met. To ensure reliability, the engineer conducted a 12-hour test run proving that device operated without errors or interruptions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2015 and no other similar event has been reported. Considering the results of the service activity, a hardware defect of the egb can be ruled out. Based on the investigation performed for similar cases, the issue was most likely caused by an improper hospital gas supply or an insufficient gas blender warm-up phase. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.